Event description:
During placement, nurse left about 10cm of PICC sticking out of pt's arm & turned to get connector. When she went to put the connector on the PICC had already embolized to the pt's heart. Snared 1/6/99.